Event description:
The hospital reported that 7mm extended length endoscope eyepiece unthreading from scope. Discovered during reprocessing. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwsie - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4 (#UDI). The device was returned to the factory for evaluation on 07/14/2025. An investigation was conducted on 07/14/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. The black base and metal covering above the base of the endoscope was returned for evaluation. The metal covering was put on the endoscope with no visual or physical difficulties observed. The black base of the endoscope was screwed onto the endoscope with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.